Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse noticed a grinding noise during carriage movement. He replaced aspiration probe and rinse block and performed probe alignments which fixed the leak and the noise. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak from a coulter ac·t 5diff cap pierce (cp) hematology analyzer while running patient samples. The volume of the leak was not specified. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.